Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implant was ¿hanging on the side of the patient¿s hip¿ since 2014. The patient¿s implantable neurostimulator (ins) site was big and it ached. When the implant was done, he weighed (B)(6) and now he weighed (B)(6). The ins was protruding due to losing weight. The patient noted that sometimes the device worked and sometimes it did not. The patient had (B)(6) due to degenerative disease and the health care professional (hcp) suggested putting in a smaller device. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implanted device worked on the patient's left foot sometimes and then sometimes on the right he had to adjust it up for more relief. The patient was cured of a.p.c. Last year and the device was so big, it was literally hanging out of his side. The patient could not sleep on the left side. The patient noticed it vibrating across the spine when he turned it up over 340. The unit itself ached after and while charging. A smaller unit would help because the unit was too big and the patient hit it going through doors.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v666123, implanted: (B)(6) 2011, product type: lead, product ID: 3888-33, lot# v666123, implanted: (B)(6) 2011, product type: lead, product ID: 3998, lot# v658240, implanted: (B)(6) 2011, product type: lead, product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported the device was protruding from his hip and causing pain at ins site around the perimeter of the ins after a 30 pound weight loss, it was inflamed, and hard to put his pants on. Follow-up is being conducted to determine if doctor has been notified of issue, steps taken to resolve reported issue, and resolution. If received, a supplemental report will be submitted. Indication for use included degenerative disc disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implant was ¿hanging on the side of the patient¿s hip¿ since 2014. The patient¿s implantable neurostimulator (ins) site was big and it ached. When the implant was done, he weighed (B)(6) and now he weighed (B)(6). The ins was protruding due to losing weight. The patient noted that sometimes the device worked and sometimes it did not. The patient had (B)(6) due to degenerative disease and the health care professional (hcp) suggested putting in a smaller device. If additional information is received, a supplemental report will be sent. (B)(4): additional information received reported the implanted device worked on the patient¿s left foot sometimes and then sometimes on the right he had to adjust it up for more relief. The patient was cured of a.p.c. Last year and the device was so big, it was literally hanging out of his side. The patient could not sleep on the left side. The patient noticed it vibrating across the spine when he turned it up over 340. The unit itself ached after and while charging. A smaller unit would help because the unit was too big and the patient hit it going through doors. (B)(4): additional information received reported that the patient was supposed to have his implantable neurostimulator (ins) replaced. The patient cancelled it because he did not want them to put a new ¿battery¿ and then put a new ¿unit¿ and getting cut twice. The patient had a lot of fluid in his system because he had (B)(6), but he did not have it anymore because he took medication. It had been 6 or 7 months. The patient had degenerative disc disease and he had been operated 15 times on his back. The patient would probably have to have something done on his neck because the tissue in between the vertebrae was gone.

Manufacturer narrative:
(B)(4). This event was found to not be a reportable event.